Event description:
The rptr was recently diagnosed with diabetes and did back blood glucose tests and got results of 261, 221, 228, and 180 mg/dl. The tests were done within 10 minutes using different fingersticks. A control solution test was within range and no symptoms were reported. Since a lifescan rep recommended washing his hand in warm water before lancing to get enough blood, the rptr's bg test results are in the low 100 mg/dl's.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8